Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2008, the plaintiff was "implanted with an ams sparc self-fixating sling system pelvic mesh product" with the intent of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including but not limited to, extreme pain, erosion of internal bodily tissue, dyspareunia, additional surgery and/or surgeries." The plaintiff's attorney also alleges the plaintiff has experienced "significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury" and " result in some permanent disability" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.